Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) for investigation. Investigation results as follows: a visual inspection was performed and a broken back cover, broken load-cell cover, two cracked screw supports, one screw missing, an ir-port failure and the shaft was tight were observed. The back cover and load cell cover were replaced. These parts are not related to the reported complaint. An archive data review was performed and user advisories (ua) 13 (battery fault detected) and ua 29 (loss of brake connectivity) were observed. The device was tested and ran for 30 minutes and the brake-gap was normal. Also they could not reproduce the device stopping. In summary, the autopulse platform s/n (B)(4) was investigated in which the reported complaint of the device stopping could not be duplicated therefore the complaint could not be confirmed. The archive data review showed ua 13 and ua 29, which were not related to the reported complaint. The physical damage found during visual inspection is unrelated to the customer's reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform passed all final functional testing. The autopulse platform was returned and tested at zoll (B)(4). The investigation is still in process. If and when additional information is provided a supplemental MDR will be submitted to the FDA.

Event description:
Customer reported that during a device check the autopulse platform s/n (B)(4) stopped working. No patient was involved. No further information provided.